Manufacturer narrative:
(B)(4). D10: cat# 00631005628, lot# 61085657, liner 10 degree elevated rim; cat# 00801802802, lot# 61261952, femoral head. G2: foreign: event occurred in australia. H6: proposed component code: mechanical (g04): stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a right hip revision due to periprosthetic femoral fracture. The stem, head, and liner, were revised. Attempts have been made and no further information has been provided.